Event description:
The patient had an accident on her bicycle, suffering trauma to the implant site, resulting in a massive hematoma. Sub- sequent checks showed a reduction in r-wave amplitude and lead impedance. The patient later received an inappropriate shock. Device interrogation revealed one episode of noise with aborted therapy, and one episode with therapy. During the explant procedure, there was a complete failure of the insulation at an area around the clavicle-first rib.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the lead was returned in two pieces with multiple damages. A crush of the insulation was found at 36-36.7 cm from the helix end. The inner insulation and the etfe insulations of both rv cables were damaged. Electrical continuity of the lead portions was normal. Due to the condition of the lead, no further analysis could be performed. The location and mode of the damage are consistent with that produced by clavicular crush.